Event description:
It was reported that the customer emailed to report that the drive support cap was protruding. Called the customer multiple times for troubleshooting, but got no answer. Left messages. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.